Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported shaft detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties appear to be related to circumstances of the procedure and not a product quality issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that while introducing a 2.5x8mm xience xpedition stent delivery system (sds) into the patients anatomy, the shaft separated into two pieces. The device was removed without reported issue or intervention. Another xience xpedition sds advanced to the marginal coronary artery, 90% stenosed lesion. The stent was implanted with excellent results. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.